Manufacturer narrative:
It was reported that "battery indicator led at the controller display did not shine". One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection but failed functional testing as a result of an inability of the battery to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery trigger a safety flag on data flash failure (dff) and become inoperable. This was most likely perceived by the patient as the reported defective battery indicator led at the controller. The battery passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. The battery powered a test controller as expected with all leds working as intended; the battery was able to drive the system without any observed anomalies. As a result, the most likely root cause of the reported event can be attributed to a memory corruption of the battery, triggering safety flags that rendered the unit inoperable. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.

Event description:
It was reported from the site that the battery indicator led at the controller display did not shine when the affected battery was connected. Battery was replaced. It was stated that there was no effect on patient and patient was doing fine the whole time. Log files were stated to have been sent to manufacturer. No additional information available.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.